Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in g1 board and the power cannot be turned on. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in g1 board, the power cannot be turned on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high definition lcd monitor had no image. The issue was found during an unspecified procedure. There were no reports of patient harm.